Manufacturer narrative:
This report is submitted on october 6, 2022.

Event description:
Per the clinic, the patient experienced pain and a magnet dislodgement during an MRI (specific strength not reported). The patient's head was wrapped as recommended by cochlear. Surgery to replace the magnet has been completed on (B)(6) 2022. The implanted device remains.